Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Updated b5: it was reported that intermittently when the cartridge reached 45 units of insulin remaining the pump delivered a 5 unit bolus instead of a requested 3 unit bolus. In addition, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer used fiasp insulin. Tandem technical support educated the customer on approved labeled insulin usage with the pump. Customer changed the pump supplies multiple times to resolve the reported occlusions. Customer's blood glucose level was over 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.